Manufacturer narrative:
(B)(4). The evaluation/repair will be completed by non-covidien provider. Covidien was not authorized to repair the device.

Event description:
It was reported that, the 840 ventilator generated an oxygen (o2) sensor error message. The ventilator was not in use on a patient at the time of the reported event.